Event description:
This is regarding the silhouette infusion sets that are made by minimed. Http://www.google.com/products/catalog?q=silhouette+infusion+set&um=1&ie=utf-8&tbm=shop&cid=8567194724017823073&sa=x&ei=nsbntcknbyxutqpe4_3wdq&ved=0ceuq8wiw. They are used in diabetic on insulin pumps. For years, I have been struggling with welts, infections, and hard lumps that form under the skin. It is an effect that happens sometimes and seems to go in runs. I assumed that I was not making my site clean enough. Recently, I joined a discussion group on-line. It turns out this is very wide spread. Lots of people have the same problems. Recently, I bought a new minimed pump and ordered both types of infusion sets. The other kind seems not to cause this problem. While this is not life threatening, it does cause permanent scars and there are limited places where a diabetic can put sites. Scars cause insulin to not absorb as well. Could you please investigate or at least make mini-med aware that you are aware there is a problem? Single use device; frequency: every 3 days.